Event description:
Noise recorded on the rv iegm leading to an inappropriate shock for vf. Noise also recorded on the far-field channel. Both shock and rv packing impedances are stable and in-range. Possible sub-clavian crush. Recommended patient be continuously monitored until the lead can be revised. On (B)(6) 2012 - physician decided to increase high pass filter from 10 to 20 hz and re-check system in two weeks. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.